Manufacturer narrative:
Analysis of the recharger, model 97755, s/n (B)(6), revealed. Analysis found: found no issues with finding or charging ins and no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was having issues recharging their implanted device. The patient (pt) thought they needed a new battery in the controller. The controller was fully charged but when they connect the recharger to charge the implanted neurostimulator it did not move past you don't have enough charge or it gave them all kinds of negative messages showing they could not charge. When they did have a little bit of a charge it would cut off. Patient did not know what it said when it cut off but one of the things they tried to do was to put the stimulator on and later on it would say to reposition the charger if connected and move the controller closer to the device. Patient would get no device found so they would go to try again and it would do the same thing. The issue had been going on since before october. Patient noted it took forever to charge and sometimes they had to sit and hold it for a very l ong time. During call patient verified no damage to the controller charging port but when examining the recharging cord the patient noticed the cord was getting warm more than a little warm. The patient reset the controller and attempted to recharge the implant, the patient was recharging excellent. The implant battery was at 40% and the controller was at 100%. The issue was not resolved. The patient mentioned their implant may not be holding a charge as long as it used to. They stated that it would be recharged up to 90% then drop down to the red by the morning. Agent reviewed to monitor the issue after the recharger was replaced. Pt will contact their managing healthcare provider (hcp) if the issue does not resolve completely. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt).it was reported that battery was the problem in the past and now the cord was the problem. Replacement device resolved the issue. The recharging sessions are being very slow especially when they don't charge daily.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.